Event description:
It was reported that the system 9800 reported a precharge error at initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The battery voltage was low and the batteries were leaking. Replaced battery pack, power cap module and filament drive board. The system was tested and found to be working as intended and placed back into service.